Event description:
Information received from medtronic indicated that the insulin pump had pump error. There were hardware low level failures alarm on the 2nd occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged pump error 63 alarm, insulin flow blocked alarms, and cosmetic damage on the battery compartment found. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm or pump error 63 alarm noted during testing. A review of the pump history files shows that there are two (2) pump error 63 (variable 3) alarms at 10:19 and 10:23 due to broken pin 6 (sda) trace at unit 1 on the keypad assembly and no delivery alarms (manual bolus delivery). The insulin pump was cut open for visual inspection. No damage or moisture damage on electronic assembly, the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, missing end cap address label, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 63 alarm is confirmed due to broken pin 6 (sda) trace at unit 1 on the keypad assembly. Insulin flow blocked alarm is not confirmed. No unexpected insulin flow blocked alarms noted during testing. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.